Manufacturer narrative:
The physical device has not been returned. Cloud data tied to the user was reviewed for the period of (B)(6) 2026-(B)(6) 2026. Review of the cloud data found that a pod was activated on sunday, (B)(6) 2026, and remained active until the pod was deactivated on wednesday, (B)(6) 2026. Review of the cloud data showed multiple bolus records for records delivered on each day. Each bolus record had a started and completed record, indicating that each bolus was completed by the pod and the completed status was sent from the pod to the controller. Review of the patient history buffer (phb) data confirmed that the total pulses delivered count tracked by the pod incremented correctly based on the total bolus volume of each bolus, indicating that each bolus was actively and successfully delivered by the pod. It cannot be determined from the available data if attempts were made to program and confirm boluses that were unsuccessful or if the controller was updating the last bolus and history screens appropriately after delivery of each bolus. The exact cause of the reported event could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that an intended bolus delivery did not occur; a greyed-out notification appeared on the omnipod 5 controller/personal diabetes manager display stating that the amount was not delivered. The patient's blood glucose level reportedly decreased to below 50mg/dl. The pod adhesive was noted to be discoloured with exudate from the infusion site. The pod was removed and a new pod was applied. Medical assistance was not required.